Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The sample referring to this case has not been investigated yet. The root cause of this event cannot be determined this far.

Event description:
Customer complains blood leak during treatment. The blood loss for the pt was estimated 200ml. No add'l info available.